Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was "admitted" the previous night to the ER with urosepsis and incontinence. The patient was somewhat confused. The patient was acting like symptoms had been back for some time. Using the patient programmer the ins on icon was noted and a setting of 3.6 on program 3 was noted. The patient was not feeling stim. The stim was increased to 4.0. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Neuro lead model # 3093, lot # v318138 implanted (B)(6) 2009; neuro programmer model # 3037, lot # 12/9/2009.